Manufacturer narrative:
(B)(4).

Event description:
Upon additional follow up, symptoms of dryness continue.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found (B)(4).

Event description:
An optometrist reported a patient with dry eye, persistent discomfort and blurry vision. Symptoms were reported to be worse in the right eye. Only the right eye was treated. Patient notes that they "can still feel the blade" that was used on their eye. Upon follow up, patient is having dry eye problems. Patient was prescribed cyclosporine ophthalmic emulsion but has not been using due to costs. Patient continues to be followed and a treatment plan is in place.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Technical root cause could not be determined as the device is performing within specifications and as intended. (B)(4).